Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the internal device was not working per the manufacture representative (rep). The patient was advised to speak to their healthcare professional (hcp) and to follow up with patient services. It was unknown if there were any symptoms. The event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.